Event description:
The device burst under pressure during a left ventricular angiography. Angiojet inject pressure was 1000 psi. Customer reported that in some cases the contrast was not enough to make a diagnosis and required the procedure be repeated. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. Evaluation method: device history record was reviewed. Conclusions: a follow up report will be submitted when the eval is completed.